Event description:
On (B)(6) 2013, the pt underwent endovascular aortic repair with a conformable gore tag thoracic endoprosthesis. During the procedure, the tag device was deployed as planned. Upon withdrawal of the 24 fr gore dryseal sheath (dsl2428/10951206), the pt's right common femoral and external iliac arteries were ruptured. It was reported the 24 fr sheath (outer diameter = 9.1 mm) was oversized in relation to the access vessel (external iliac artery measured 6.5 to 7 mm in diameter). The physician surgically repaired the common femoral and iliac arteries. The pt's current status is unk.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per gore dryseal sheath instructions for use, users are advised that if vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the pt, including death, may result.